Event description:
It is reported that the pt was revised due to multiple dislocations.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided, the exact root cause of the multiple dislocations cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.